Manufacturer narrative:
(B)(4).

Event description:
Initial report was that a patient presented in the surgeon's office with an infection at both the neck and chest incision site. The patient underwent full explant. Design history review performed for the lead and generator. Both products were hp sterilized prior to distribution. No other relevant information has been received to date.